Event description:
Patient revised due to pain and discomfort. During revision surgery, effusion evident, but no gross tissue staining. Cup difficult to remove with explant system as extremely well fixed. On examination after removal, approx 85% cup ingrown. Tissue evident in "dead space" of the asr head.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).